Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed a broken force sensor alarm. Customer was unable to clear the alarm. Customer's blood glucose was 7.5 mmol/l. Customer was in the water with the device. Customer was unable to perform any test and was unable to rewind. Customer was advised the device will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and was unable to download due to the corroded electronic assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current, active current, or verify the pump error 35 alarm due to the critical pump error. Corrosion was also found on the motor and the force sensor during visual inspection. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a pillowing keypad overlay, and minor scratches on the lcd window.